Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The time on the screen did not advance. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with up, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. No frozen screen noted. Time advances properly. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.